Event description:
It was reported that during a laparoscopic low anterior resection, the device was fired. The device cut; however, there were no staples present. Handsewing and a temporary colostomy were performed.

Manufacturer narrative:
Evaluation summary - the analysis results found that the device was returned in good visual condition, with two sterile reloads in the bag. The reloads were received fully loaded with staples. The device was tested for functionality with the returned reloads b and c; the device fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected at fgqa to ensure the device meets the required specs prior to shipments. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.